Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow module was reseated, worn o-rings and the leaking tec 7 vaporizer were replaced, and the unit was returned to service.

Event description:
The hospital reported the bellows was losing volume during mechanical ventilation. No report of patient injury.